Event description:
Dmta received a customer complaint that the head of the fiber detached from the rest of the fiber. No patient harm was reported.

Manufacturer narrative:
It was reported the head of the fiber detached from the rest of the fiber. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was unavailable for evaluation during the timeframe of this investigation. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers breaking. The risk related to a fiber break is identified as medium. The root cause cannot be fully determined without evaluating the fiber.